Event description:
It was reported that while in the operating room, when trying to remove the swg from the introducer needle the swg became stuck. The needle was placed in the ij. After several attempts the swg and needle were removed. The physician noted the issue was the swg had become caught by the bevel of the needle causing damage to the swg. The swg was slightly unraveled, due to bevel catching it. As a result a new kit was opened and used unsuccessfully. There was a delay in treatment, but no harm was caused to the patient. No complication or death occurred to the patient.

Manufacturer narrative:
Manufacturer control no. (B)(4). Follow-up report will be filed if additional information becomes available.